Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/7/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut and coated in viscoelastic residue. One haptic was observed to be bent and kinked. The lens was cleaned and inspected revealing damage and scratches on the surface of the lens. No further evaluation was performed. Conclusion the complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after vitrectomy surgeon required a non preloaded intraocular lens (iol). The lens was inserted in to the patient's right eye and surgeon noticed that the back haptic of the lens was bent. The lens was fully inserted, removed and replaced with the same model lens with 18.50 diopter in the same procedure. The lens was not stuck in the cartridge. The issue was observed during implantation/application. There was incision enlarged and vitrectomy performed. Patient had fully recovered. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.